Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the power turned off automatically after about 5 minutes. There was no report of patient injury associated with the event. The event date was unknown. This device is an olympus asset.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The cause of the reported phenomenon was circuit board failure. The cause of the circuit board failure could not be determined because there was no device return. Omsc presumed that the circuit board failed due to aging because it has passed 7 years and 1 month since manufacturing.